Manufacturer narrative:
(B)(4). A follow up report will be filed upon completion of the investigation. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The case was a removal of skyline plate due to re-occurring of bone tumor in the cervical spine. Please note the removal itself was not due to any implant shortcoming or failure. The original procedure was performed just left of the midline, however, due to the decompression needed, the removal approach would be just left of the midline. This wouldn't&#62752;give the surgeon the optimum angle for the him to use the intended instrument for the loosening of the cam screws. Nevertheless, upon attempting to loosen the cam screws, by turning the screwdriver handle counterclockwise, the silicone handle began to detach from the metal part of the handle (where the quick-lock mechanism is). This made it impossible to use the handle for any of the removal technique, as this was only one of this kind on set a makeshift technique was adopted. Ultimately the surgeon managed to remove 3 of the 4 screws by using the screwdriver shaft and turning it with amole grip held at a 90 degree angle. For the fourth and final screw. He used a burr around the site of the screw until it was loose enough to pull out. The entire process took it's toll on the surgeon and staff, but not any damage to the patient was encountered. All together I would say it slowed the procedure by anywhere between 20 and 30 minutes. The surgeon admitted his approach didn't give him the ideal angle for the makeshift technique to work very well due to tissue being in the way, but regardless the handle was already broken and this was the cause of some distress. Outcome : surgeon had to remove the plate in an unconventional method due to not being able to release the cam locking screws with the appropriate tool. The surgeon admits his anatomical approach wasn't ideal for a straight forward removal, but regardless the instrument failed.